Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037 lot# serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she was experiencing some problems. She was on level 1 at 3.7v and could not make it go higher. The device was not helping to regulate her issues. The patient felt stimulation and therapy was on. The patient increased stim to 4.4v on program 1. The patient had urge frequency, was not emptying and was getting up in the middle of the night. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the circumstances that led to the event and steps taken to resolve the issue. If additional information is received, a follow up report will be sent.